Manufacturer narrative:
The reported event for high impedance was not confirmed. As received, the octrode lead passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer report number 3006705815-2020-30809. It was reported the patient experienced ineffective therapy due to damaged lead. In turn, the patient's scs system was explanted to address the issue.